Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they noticed damage on the insulin pump and mentioned during troubleshooting that they experienced high blood glucose level of 401mg/dl. The customer treated with bolus. Customer stated that the insulin pump had crack on the top by the battery compartment and top right corner of screen. Customer stated that they were unsure how damage occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.